Event description:
The facility reported to smiths medical, that the transducer line became detached while on the pt. The line from the transducer to the 4-way stopcock (stopcock end) became detached where it should have been bonded. The product was in use 2-3 days. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a541rd and is manufactured by smiths medical asd. The assembly is incorporated into the finished product by international affiliate. The finished product is further assembled, packaged and sterilized by international affiliate. The customer indicated that the product is unavailable to be returned. Smiths is unable to confirm the issue or determine a possible cause without returned product evaluation. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.